Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was frustrated with the continuous glucose monitoring. He recently experienced a severe seizure partly due to low blood glucose levels. The customer also had 11 sensor failures. The insulin pump failed to resume basal after a two hour threshold suspend. The device was not returned.